Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of failed battery test and weak battery from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had battery issues with his pump. The customer stated that the battery only lasted for about 2 days. The customer removed the battery and there was plenty of power. The customer received a failed battery test. The customer replaced the battery 2 days later and received the same issue. The customer did not have time to troubleshoot. The customer will call back.